Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was taken to the ER approximately 3 weeks prior with high blood glucose levels. The patient was treated in the emergency room with 10 units of insulin. There is no additional information regarding the ER visit. The reporter indicated that the patient suffers from hypothyroidism, chronic migraines, cyclical vomiting syndrome and is going through puberty. This report is being made based on the allegation that the patient was treated in the ER for high blood glucose levels.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.